Manufacturer narrative:
Additional information has been added to d9, h3, h6 and h10: h10: the actual sample was analyzed and was observed to be wet and the dialysate port was partly broken off. The reported condition was verified. The broken dialysate port show a stress mark on the top of the port. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has already been opened to address these issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed at the hansen connector of a theranova 400 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection did not show the reported failure. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.